Event description:
It was reported that, when the asymptomatic patient presented in clinic after experiencing vibratory alert for non-sustained lead noise due to post paced t-wave oversensing. Post paced t-wave oversensing was observed on the stored egm. Programming changes were made and no further issues were reported.